Manufacturer narrative:
Concomitant devices: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tibial nail (part number unknown, lot number unknown, quantity 1), syndesmosis screw (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Date of event is unknown. This report is for two (2) unknown distal screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown distal screws. PMA/510(k) number is not available. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally underwent treatment of a broken tibia and fibula on (B)(6) 2017 with a synthes ex tibial nail and 1/3 tubular plate. Patient had to undergo hardware removal surgery on (B)(6) 2017 due to hardware irritation. During this procedure 4 cortical screws, a 6-hole non-locking 1/3 tubular plate and 2 distal interlocking screws were all removed from the tibial nail. Upon removal, none of the parts were reported to be broken. All the original fractures were reported as healed upon the (B)(6) 2017 procedure. Patient outcome was not reported. This report is for two (2) unknown distal screws. This is report 3 of 3 for (B)(6).